Manufacturer narrative:
(B)(4). The suspect system base was taken out of service. The field service representative (fsr) was unable to duplicate the reported issue. Per the fsr, he completed evaluation on safety monitor, cpg monitor, arterial monitor and the base. The fsr noticed loose connections so he hand tightened all canon plugs and any other electrical ports on the safety monitor. He also cleaned all electrical connections on the back of the monitor. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the arterial, safety and cardioplegia (cpg) monitors on the perfusion system were blinking on and off. The devices were not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: according to the chief of perfusion (ccp), the safety, arterial, and cardioplegia monitors occasionally reset during the case. The monitors do not blink, but they actually reset (ie. Blank and then regain power). The reset is for just a few seconds, but can occur more than once during a procedure. When power and functionality are restored, safety systems need to be enabled and pressure transducers require re-calibration. The cases are completed successfully, without delay and without associated blood loss and no harm has been observed.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.